Manufacturer narrative:
On 12/18/2019, mentor became aware the patient underwent explantation on (B)(6) 2019. In addition, the patient's capsular contracture baker grade level was confirmed to be 3/4. Finally, it was noticed that the previously submitted report contained an erroneously entered device code. For this report, device code coding is limited to "2993-adverse event without identified device or use problem." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/30/2020, mentor received information confirming the patient's right side capsular contracture as baker grade iii. In addition, mentor became aware the patient also experienced a device migration on the contralateral side. A report has been submitted for this information. This report is for the right side device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 06, 2020, the mentor failure analysis lab received the device for evaluation. On february 13, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual inspection of the device, it was observed with no apparent damage. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Concomitant products: mentor memorygel breast implant 325cc, catalog# 3503254bc, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with mentor memorygel breast implant 325cc and experienced capsular contracture, baker grade unknown on the right side post-operatively, which was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.